Event description:
The customer contact reported that the device powers off, without alarming, when disconnected from ac power. The device was returned to the customer from the pt with a repair tag that stated, "keeps turning off when unplugged." No specific pt info, device programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device powered off without alarming when disconnected from ac power. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.